Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, target lesion #1 was located in the distal circumflex (lcx) and treated with a 2.5 x 32 promus premier (tm) stent; not the proximal lcx treated with a 2.5 x 12mm promus premier&#10259;tent as previously reported. Also, target lesion #2 was located in the proximal lcx and not the distal lcx. At the time of event, the patient developed chest discomfort and began vomiting. Patient's electrocardiogram indicated inferoposterior st-segment elevations corresponded to the recently placed stents in lcx. Repeat coronary angiography revealed a thrombotically occluded lcx. The physician performed manual aspiration thrombectomy to restored flow of the vessel. There was a substantial clot burden throughout the vessel and integrilin was administered in the coronary artery and peripherally. Balloon angioplasty was performed throughout the entirety of the previously stented segments followed by deployment of a 2.5 x 12 mm promus premier stent in the proximal lcx at the proximal end of the previously placed stent resulting in 0% residual stenosis. Post procedure, st segment changes on ECG and stent thrombosis were resolved.

Event description:
Same case as MDR ID 2134265-2015-00099. (B)(4) clinical study. It was reported that stent thrombosis occurred. In (B)(6) 2014, clinical assessment indicated that the patient's qualifying condition was stable angina. Subsequently, index procedure was performed. Target lesion #1 was located in the proximal circumflex (lcx) with 70% stenosis and was 18 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.5 x 12 mm promus premier drug eluting stent. Post-dilatation was performed with 0% residual stenosis. A second stent was attempted but was not implanted. Target lesion #2 was located in the distal circumflex with 80% stenosis and was 30 mm long with a reference vessel diameter of 2.5 mm. It was treated with pre-dilatation and placement of a 2.5 x 12 mm promus premier stent. Post-dilatation was performed with 0% residual stenosis. A second stent was attempted but was not implanted. Post index procedure, the patient experienced an acute inferior myocardial infarction that was life-threatening requiring medical and surgical intervention; and prolonged hospitalization. Stent thrombosis was noted in the previously placed study stent located in the proximal lcx. In addition, a 10% stenosis in the proximal circumflex was treated with percutaneous coronary intervention (pci), atherectomy and placement of a drug eluting stent, with 0% residual stenosis. Two days from admission, the patient was discharged protocol doses of aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).